Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 417 mg/dl. Customer went to the hospital on (B)(6) 2017. Customer¿s current blood glucose level was 401 mg/dl. Customer experienced pain in their ribs, diabetic ketoacidosis, they vomited and they were placed on insulin drip while in the hospital. The customer reported that they wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.